Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered a bolus in addition to a correction bolus added by the pump resulting in a low blood glucose (bg) level. The customer's bg level was 44 mg/dl. Customer consumed glucose tablets to address bg. The customer acknowledged that the pump was performing as intended.